Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the air bubbles are in the infusion set. Customer noticed insulin in the reservoir compartment and the smell of insulin is very strong. Advised customer that the insulin pump will be replaced. Nothing further reported.